Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump with a damaged housing. During analysis, the device was started in an application, and no problems were found with beeping. However, the downstream sensor will be replaced as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical pump was double beeping. There were no reported adverse events.